Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 525 mg/dl while wearing the pod between 24 and 36 hours. Symptoms reported include hyperglycemia fatigue and frequent urination. The patient reports their controller would not turn on. The patient was taken by ambulance from their job to the hospital. Once at the hospital the patient was treated with an insulin drip. The patient was discharged from the hospital after 1.5 days.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.